Event description:
We received a report that a female patient experienced ''pink eye-like'' events and irritation in both eyes after use of complete blink-n-clean lens drops with her acuvue oasys lenses. In follow up it was learned that when she used the product on (B)(6) 2015 it initially stung her eyes so she removed her lenses. The following day her eyes were red so she didn't wear her lenses that day or the next. Her symptoms also included photophobia, mucous in the eyes and eyes swollen shut. She had some vigamox on hand from an incident in late (B)(6) 2014. She used one drop in both eyes twice a day on (B)(6) 2015. Her symptoms had ''mostly resolved'' by (B)(6) 2015 and she did not intend to see her health care professional. The bottle she used was new when she used it and her lenses were about a couple of weeks old. She stated she replaces them monthly; she denied sleeping in her lenses. She has two lens cases, one is 6 months old and the other is 12 months old.

Manufacturer narrative:
Concomitant product: renu. Section f completed by the manufacturer (B)(4). Alternative report identification number (B)(4). Chemistry evaluation results of retained unit from the reported lot were within specifications. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.